Event description:
In 2009, the patient reported that his infusion device was beeping, but he was unable to determine the cause. The patient is visually impaired. He thought his insulin cartridge needed to be changed and he attempted to perform the change cartridge procedure, however, the infusion device continued to beep. He silenced the alarm and changed the battery and he stated that the "pump is starting then stopping and a piece just flew out of the piston rod area". He also reported elevated blood glucose of over 600 mg/dl. His normal blood glucose range is 80-140 mg/dl. He injected 15 units of insulin to lower his blood glucose. He stated he would switch to injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.